Manufacturer narrative:
Additional information: g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted the handle's screen was dim. The screen showed that a new clamshell was connected to the handle, but there was nothing connected to it. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. The error screen cannot be confirmed, since there was no error symbol on the handle's display. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, a display error occurred. The handle was returned to the charger once, and another shell was used but the issue was not solved. When using another handle and shell, "used power shell attached indicator" showed, and the device did not function. The shell was replaced with a new one again, and the device became able to be used. The device was not used in patient. This series of trouble was not solved until the sales rep arrived, and the procedure time was extended by more than 30 minutes. There was no patient injury. The when the device was removed from the surgical field, it was seen that the error screen froze on the display of the handle in question, and was not functioning.